Event description:
The nurse reported a corneal burn occurred. The surgeon had just started phaco when he stated something was wrong and handed the phaco handpiece to the scrub technician. The phaco handpiece was re-tuned, and the surgeon completed the case. Multiple attempts were made for more information and patient status with no response to date.

Manufacturer narrative:
The company service representative examined the system and checked nine phaco handpieces. No problems were found. The system was then tested and met all product specifications. Samples have been received and in-house evaluation is in progress. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 08/26/2009.